Event description:
It was reported that during a three level acdf procedure to implant a peek device. It was found that one of the implants did not have that markers after it was implanted in patient. The implant was not removed. The surgical procedure was completed without patient complications.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.